Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that "t2 recon nail failed (broken) just below distal lag screw." Patient was revised.